Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 30 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The eeprom event log was reviewed and repeatedly displayed select motor failure codes. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the handle. The handle powered up but did not calibrate as expected. The device attempted to calibrate and then blue lighted. The device displayed one blinking green light above the handle symbol and two solid blue status indicator lights. The eeprom event log was reviewed and repeatedly displayed select motor failure codes. When powering up and functionally testing the device it was found that all leds but the right green status indicator functioned properly and that all other functions of the device worked properly. The system was disassembled for further evaluation of the led board and wire solder joints connections. Inspection of the wire routing and solder joints found that there were no breaks in the wires or workmanship issues with the solder joints. The unit was disassembled by engineering for evaluation of the calibration failure observed in the pmv lab. Through troubleshooting, no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. The root cause of the led could not be reliably determined, however esd (electrostatic discharge) events or exposure to heat and moisture may contribute towards a latent failure of an led or provide some leakage current through an alternate branch of the multiplexing circuit. A secondary condition related to the handle error codes and handle calibration failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a low anterior resection, the reload was loaded and the open/close test was performed successfully. The surgeon pressed the blue button, however, the right side of the status indicators was not illuminated. The left side was illuminated. The doctor opened the jaws and closed them again, but the light remained off. When the green button was pushed, the left light changed from solid to flashing, so the surgeon was able to fire the device. The procedure was completed without incidents. The operating time not extended. There was no bleeding. Nothing fell into the cavity. There was no additional tissue resection or tissue damage. There was no bleeding. The current patient status is good.